Event description:
It was reported that patient experienced lagging on pump touch screen when trying to deliver a bolus, causing delayed insulin delivery. There was no reported impact to the customer¿s blood glucose level. Patient declined follow up with technical support and proceeded with process for renewal pump, and technical support documented event with no further action taken at that time.